Event description:
The patient came to the doctor, for he was ill in the last few weeks, so he forgot to recharge his device. The mdt data indicated the patient¿s last charging session was on (B)(6) 2014. Battery depletion was reported on the implantable neurostimulator (ins). The ins was found to be in a complete depletion mode. The mdt data confirmed one overdischarge occurred. A power on reset (por) occurred with error code 08. The por was not successfully cleared. After a one hour reset, the patient recharged his device. After three hours the ins showed the battery was nearly full. No diagnostic testing or troubleshooting was required. Reprogramming was performed and the patient started to stimulate with one anode, one cathode, 300hertz, 180msec, 2.7v. After five minutes the patient programmer (pp) and clinician programmer showed that the battery of the ins was empty. After five minutes of recharging again, the battery of the ins was half full again. The patient will try in the next five weeks to recharge the ins very often and then the health care provider (hcp) will be looking for what will happen with the ins. No patient symptoms or complications were associated with this event. It was noted that explant was planned but the date was unable to be obtained. The device will be returned to the device manufacturer. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the company representative indicated the ins had not been explanted. The patient needed to charge every 24 hours for about 2-3 hours each time. It was noted that the patient is often in a lying position, and required stimulation amplitude to be around 7 v when in that position, which was a possible reason for having to recharge every day. It was also stated that the recharger was positioned incorrectly. It was not placed directly on the skin, but on the underpants. Telemetry data showed normal impedances on all electrode pairs.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).